Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the 355t, from kit ftr12, distal tip of the trocar chipped off and fell into the pt when an instrument was being withdrawn through the trocar. Thepiece was not retrieved and the pt was closed. The pt was ratheter large, and the surgery was difficult. There was no conseqeunce to the pt. "Trocar tip broke off during choloecystectomy. Despite repeated attempts and procedures, surgeon was unable to retrieve it".